Manufacturer narrative:
(B)(4). Customer returned pump for an alleged pump error 25 found on (B)(6) 2022. Pump passed self test, sleep current measurement, active current measurement and displacement test. Test p-cap successfully locked into the reservoir tube. Pump successfully downloaded to thus. Confirmed pump alarm pump error 25 on (B)(6) 2022 15:00:00.000 in pump downloaded history. The power management graph confirmed pump error 25, low battery alert, power loss alarm, replace battery alert, and replace battery now alarm were triggered when the backup battery loaded voltage (loaded vlith) was less than 3.7v for 4 consecutive hours due to connector resistance j6 /pcb 1. After disconnecting and reconnecting the internal battery connector on j6/pcb 1, the pump was monitored and functioned properly. The following were noted during visual inspection: scratched case, pillowing keypad overlay, and minor scratches on lcd window. In summary, customer allegation for pump error 25 was confirmed due to j6 connector resistance issue. The insulin pump involved in this event is the ngp 640 insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. The patient information cannot be provided due to regional privacy regulations. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer received recurring power error detected alert. Customer stated that they were able to clear the alarm and rewind the insulin pump successfully. No harm requiring medical intervention was reported. The device will be returned for analysis.